Manufacturer narrative:
The customer returned the suspected contour next test strips from lot # 9lpef10a for evaluation. The suspected contour xt meter was not returned. Therefore, the in-house contour xt meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance. Lot # 9lbef10a captured in section d4 of the initial report is invalid. The returned contour next test strips had lot # 9lpef10a on the label. Therefore, section d4 has been updated with the correct lot #.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he was at the physician's office when he received a reading of 400 mg/dl with his contour xt meter. Immediately, another test was performed with the physician's contour xt meter and a reading of 128 mg/dl was obtained. There was no allegation of an adverse event. The customer discarded the meter. However, he was advised to return the test strips for evaluation. Replacement meter kit and test strips were sent to the customer.